Event description:
It was reported that the cartridge was damaged at the canister. Customer's blood glucose was over 500 mg/dl. The customer administered a correction bolus via the pump. The customer successfully changed the cartridge and resumed insulin therapy.